Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of dialysate slightly cloudy and abdominal pain in a patient coincident with extraneal viaflex therapy (lot number not reported). On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced slightly cloudy dialysate and abdominal pain. Remedial treatment consisted of ip vancomycin (dose and frequency not reported) and oral ciflox (dose and frequency not reported). On (B)(6) 2011, the patient forgot to take ciflox. On (B)(6) 2011, the patient was seen by the physician and the abdominal pain had decreased but was still present. The outcome of the event of dialysate slightly cloudy was not reported. The action taken with extraneal viaflex therapy was not reported. Medical history and concomitant medications were not reported. The physician believed the events of dialysate slightly cloudy and abdominal pain were possibly related to extraneal viaflex therapy.